Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient was to receive 3 units of prbcs over 2 hours each. Infusions were repeatedly interrupted by air-in-tubing alarms, despite no air being found. The writer changed the tubing and pumps multiple times, with co-rns assisting, but the issue persisted. During the 3rd unit, the pump continued to alarm, delaying care and frustrating the patient. The writer consulted transfusion policies and managers, who approved completing the transfusion via gravity with proper checks. The transfusion was completed within 4 hours and was well-tolerated. The writer informed the crn about the difficulties for further action. No injury reported.